Event description:
The customer contacted baxter's technical service center regarding a check patient line (cpl) alarm, which occurred on the homechoice (hc) during use, during fill. The baxter technical service representative (tsr) assisted the home patient (hp)and there were air bubbles in the patient line. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 in regards to a check patient line alarm and he said he had been having a couple other check patient line alarms and check your position alarms the past week or so. He said he has had to start over with new supplies to resolve them. He also had to call his nurse over for a home visit to help him since he kept getting some of the same alarms. He did not notice anything unusual with any of the previous supplies. He said he had no trouble last night completing therapy. There was patient involvement but no reported injury or medical intervention. Product surveillance contacted the home patient's nurse on (B)(6) 2011 in regards to a check patient line alarm and he said that he was not sure how the home patient resolved this alarm and he said that the patient actually had been having a bunch of different alarms the past few nights including a couple check patient line alarms and check your position alarms. He said he made a home visit to the patient yesterday and he said the patient had everything set up correctly from a previous setup and it looked alright. He did notice that the patient was not using enough tape on the catheter and he thinks the patient's catheter was getting kinked during therapy causing these alarms to set off. He said the patient had an uneventful night last night and was able to completed therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The actual sample was not available. A request for the return of the companion device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter's attempts to obtain the sample and lot number were unsuccessful and therefore an evaluation and batch review could not be performed. A follow up report will be filed if any additional information becomes available.